Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. An exterior visual inspection of the returned cycler showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. The device history record did not reveal any issues or problems related to the reported symptom code(s).the device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported via phone that the patient¿s cycler experienced blank screen during drain 3 of 3. The patient rebooted cycler; screen did not return to normal. A new cycler was issued and patient was advised to not use the cycler. The patient will perform manual treatments in the absence of a cycler. The issue occurred during treatment and the cycler was replaced due to blank screen. Upon follow up, it was confirmed that the patient was able to complete treatment on the cycler. There was no patient harm or injury. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.